Manufacturer narrative:
Investigation results: the complaint of blood splatter through blood control valve could not be confirmed from the shielded needle that was provided for investigation. The IV catheter was not provided for investigation. A leak could not be confirmed without the IV catheter and without circumstantial evidence that would indicate a leak. The instructions for use (IFU) warn that leaving the needle tip within the catheter hub for a prolonged period may result in blood leakage. Blood leakage from the catheter hub may occur unless a secure luer connection is made within 10 seconds. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.16in blood control leaked. The following information was provided by the initial reporter: blood control valve did not work as expected. Splattered blood back during needle retraction no patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.